Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial medical device report. Upon further review, this is not a reportable malfunction. The legal manufacturer determined the bending section could not be angulated in the up direction (angulation was not locked) and the bending angulation to the other directions were out of specifications. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the anagulation were below specifications and that the up angulation wire was broken. Additionally, the distal end plastic cover had deep dents. The bending section cover adhesive was cracked and the light guide lens at the distal end was cracked. The scope passed the leak test. The scope was repaired back to standard specifications and returned to the customer. The scope was last repaired on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during a diagnostic procedure, the evis exera ii colono-video scope was noted to have an angulation malfunction as the up/down wheel was not working. No patient injury was reported.